Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient's fall was not related to the stimulator. No surgical intervention was needed, and this was all discussed with the physician. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. Information was reported that the patient had fallen in (B)(6) of 2017. The patient had an x-ray of leads and stated that they did not move during the fall. The impedances were checked and they were "wishing" normal limits. The patient had a surgical intervention. The issue was resolved at the time of this report. No further complications were reported. No patient symptoms were reported.